Event description:
It was reported that there were concerns that this implantable pulse generator was experiencing a premature battery depletion. The device remains in service. No adverse patient effects were reported.

Event description:
It was reported that there were concerns that this implantable pulse generator was experiencing a premature battery depletion. The device was explanted and replaced with a new device successfully. No additional patient adverse effects were reported.